Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("the foreign-body material has been removed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: on (B)(6) 2013 (right) and (B)(6) 2013 (left), she underwent a medical procedure known as the ¿essure sterilisation method¿. Various physical symptoms developed after this treatment. Since then, I have had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages. . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("the foreign-body material has been removed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: on (B)(6) 2013 (right) and (B)(6) 2013 (left), she underwent a medical procedure known as the ¿essure sterilisation method¿. Various physical symptoms developed after this treatment. Since then, I have had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-sep-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe (chronic) pain in the abdomen") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), back pain ("back pain"), arthralgia ("hip pain"), headache ("head pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("abnormally heavy blood loss") and hypersensitivity ("allergic reaction") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, all of the events had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal and hypersensitivity to be related to essure administration. The reporter commented: on (B)(6) 2013 (right) and (B)(6) 2013 (left), she underwent a medical procedure known as the ¿essure sterilisation method¿. Various physical symptoms developed after this treatment. Since then, I have had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: summons received. Event: medical device removal updated to events: severe (chronic) pain in the abdomen, back, hips and/or head, extreme and chronic fatigue, memory loss, concentration problems, abnormally heavy blood loss, hormonal problems, allergic reactions. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("severe (chronic) pain in the abdomen"), fallopian tube perforation ("fallopian tube was perforated by essure") and salpingitis ("infections around the fallopian tubes") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of allergy to metals. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), salpingitis (seriousness criteria medically important and intervention required), back pain ("back pain"), arthralgia ("hip pain / sore joints"), headache ("head pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("abnormally heavy blood loss"), hypersensitivity ("allergic reaction"), alopecia ("hair loss"), madarosis ("loss of eyebrows"), pain in extremity ("pain in legs"), feeling abnormal ("brain fog"), groin pain ("severe pain in groin"), pelvic pain ("severe pain in pelvis") and gait inability ("no longer able to walk") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal on (B)(6) 2016 and ). On (B)(6) 2016, abdominal pain, alopecia, madarosis, pain in extremity, feeling abnormal, groin pain, pelvic pain and gait inability had resolved. At the time of the report, the back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, heavy menstrual bleeding, hormone level abnormal and hypersensitivity had resolved. The outcomes for fallopian tube perforation and salpingitis were unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, disturbance in attention, fallopian tube perforation, fatigue, feeling abnormal, gait inability, groin pain, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, madarosis, pain in extremity, pelvic pain and salpingitis to be related to essure administration. The reporter commented: on (B)(6) 2013 (right) and (B)(6) 2013 (left), she underwent a medical procedure known as the ¿essure sterilisation method¿. Various physical symptoms developed after this treatment. Since then, I have had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages. On follow-up (B)(6) 2022: an essure sterilisation was performed on you on (B)(6) 2013 and (B)(6) 2013. Unfortunately, we must inform you that we can no longer locate the lot numbers. The same is also true for the batch number at the time of delivery. The follow events no longer able to walk, brain fog, pain in legs, severe pain in groin and pélvis, hair loss, loss of eybrows, headache, sore joints stop date was after removal of essure. Physician was aware of adverse events. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("severe (chronic) pain in the abdomen"), fallopian tube perforation ("fallopian tube was perforated by essure") and salpingitis ("infections around the fallopian tubes") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of allergy to metals. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), salpingitis (seriousness criteria medically important and intervention required), back pain ("back pain"), arthralgia ("hip pain / sore joints"), headache ("head pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("abnormally heavy blood loss"), hypersensitivity ("allergic reaction"), alopecia ("hair loss"), madarosis ("loss of eyebrows"), pain in extremity ("pain in legs"), feeling abnormal ("brain fog"), groin pain ("severe pain in groin"), pelvic pain ("severe pain in pelvis") and gait inability ("no longer able to walk") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal on (B)(6) 2016 and ). On (B)(6) 2016, abdominal pain, alopecia, madarosis, pain in extremity, feeling abnormal, groin pain, pelvic pain and gait inability had resolved. At the time of the report, the back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, heavy menstrual bleeding, hormone level abnormal and hypersensitivity had resolved. The outcomes for fallopian tube perforation and salpingitis were unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, disturbance in attention, fallopian tube perforation, fatigue, feeling abnormal, gait inability, groin pain, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, madarosis, pain in extremity, pelvic pain and salpingitis to be related to essure administration. The reporter commented: on (B)(6) 2013 (right) and (B)(6) 2013 (left), she underwent a medical procedure known as the ¿essure sterilisation method¿. Various physical symptoms developed after this treatment. Since then, I have had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages. On follow-up (B)(6) 2022: an essure sterilisation was performed on you on (B)(6) 2013 and (B)(6) 2013. Unfortunately, we must inform you that we can no longer locate the lot numbers. The same is also true for the batch number at the time of delivery. The follow events no longer able to walk, brain fog, pain in legs, severe pain in groin and pélvis, hair loss, loss of eybrows, headache, sore joints stop date was after removal of essure. Physician was aware of adverse events. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("severe (chronic) pain in the abdomen"), fallopian tube perforation ("fallopian tube was perforated by essure") and salpingitis ("infections around the fallopian tubes") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of allergy to metals. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criterion medically important), salpingitis (seriousness criterion medically important), back pain ("back pain"), arthralgia ("hip pain / sore joints"), headache ("head pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("abnormally heavy blood loss"), hypersensitivity ("allergic reaction"), alopecia ("hair loss"), madarosis ("loss of eyebrows"), pain in extremity ("pain in legs"), feeling abnormal ("brain fog"), groin pain ("severe pain in groin"), pelvic pain ("severe pain in pelvis") and gait inability ("no longer able to walk") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal on (B)(6) 2016). On (B)(6) 2016, abdominal pain, alopecia, madarosis, pain in extremity, feeling abnormal, groin pain, pelvic pain and gait inability had resolved. At the time of the report, the back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, heavy menstrual bleeding, hormone level abnormal and hypersensitivity had resolved. The outcomes for fallopian tube perforation and salpingitis were unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, disturbance in attention, fallopian tube perforation, fatigue, feeling abnormal, gait inability, groin pain, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, madarosis, pain in extremity, pelvic pain and salpingitis to be related to essure administration. The reporter commented: on (B)(6) 2013 (right) and (B)(6) 2013 (left), she underwent a medical procedure known as the ¿essure sterilisation method¿. Various physical symptoms developed after this treatment. Since then, I have had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages. On follow-up (B)(6) 2022: an essure sterilisation was performed on you on (B)(6) 2013 and (B)(6) 2013. Unfortunately, we must inform you that we can no longer locate the lot numbers. The same is also true for the batch number at the time of delivery. The follow events no longer able to walk, brain fog, pain in legs, severe pain in groin and pélvis, hair loss, loss of eybrows, headache, sore joints stop date was after removal of essure. Physician was aware of adverse events. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-oct-2022: the follow information were include, physician's repórter, patient's details (date of birth), medical history, essure indication, essure stop date, eyebrow loss of, hair loss, pain in legs, foggy feeling in head, pain groin , pelvic pain female, reported event sore joint added to previous hip pain, unable to walk, salpingitis nos, fallopian tube perforation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of abdominal pain ("severe (chronic) pain in the abdomen"). In a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later, she experienced abdominal pain (seriousness criteria medically important and intervention required), back pain ("back pain"), arthralgia ("hip pain"), headache ("head pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("abnormally heavy blood loss") and hypersensitivity ("allergic reaction"). And was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, all of the events had resolved. The reporter considered, abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal and hypersensitivity to be related to essure administration. The reporter commented: on (B)(6) 2013 (right) and (B)(6) 2013 (left), she underwent a medical procedure, known as the ¿essure sterilisation method¿. Various physical symptoms developed, after this treatment. Since then, I have had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages. Quality safety evaluation of ptc: for essure: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly. No signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-sep-2022, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.